Manufacturer narrative:
Lot review: a two-year review of 46099-71 showed no additional reports for the reported problem code.

Event description:
Air was observed entering the safeset. Blood backed up the set. No adverse patient consequences were reported.

Manufacturer narrative:
Lot review: a two-year review of 46099-71 showed no additional reports for the reported problem code. Device not returned.

Event description:
Air was observed entering the safeset. Blood backed up the set. No adverse patient consequences were reported.